Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at work and felt weird, nausea, agitated, grumpy and confused. The cgm reading was low and the bg reading was 26.5 mmol/l. The patient self-treated with insulin novorapid injection. After 30 minutes the patient performed a ketone test (no value reported), the bg reading was 5.7mmol/l and the cgm reading was high. The patient decided to call 111 and was advise to go to the hospital. On the same day the patient was admitted and treated with insulin (no bg value reported at that time). The patient was discharged the same day. At the time of the report the patient was doing well but lost appetite for a bit. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
After 30 minutes the patient performed a ketone test which was 5.7 mmol/l and the cgm reading was high.

Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. A pairing test was performed and failed. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).